Event description:
It was reported that during bph procedure, the tip of the fiber broke inside the patient. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient injury was reported.